Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -9.0/+2.5/094 into the patient's right eye (od) on (B)(6) 2022. The lens was exchanged on (B)(6) 2022 for a longer length lens due to low vault. This resolved the problem. Cause of event reported as other; "inaccurate biometric measurement".

Manufacturer narrative:
D4: expiration date - 30-apr-2022 should be added to the initial MDR. D4: unique identifier (UDI)# - (B)(4) should be added to the initial MDR. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry with residue/debris in a microcentrifuge vial. Visual inspection found no visible damage to the lens. The lens model returned is not the lens model stated in claim. Claim# (B)(4).

Manufacturer narrative:
H6: type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).